Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported atrial perforation could not be determined. Additionally, atrial perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Two clips were implanted successfully and the mr was reduced to grade 1. Upon conclusion of the mitraclip procedure an atrial septal defect (asd) was noticed. Subsequently, a closure device was placed. There was no clinically significant delay in the procedure and no additional information was provided.